Event description:
Consumer called to reporting getting varied results from pt's logic meter. Analysis run on clark error grid using mean avg. Reading (292) as ref. Point vs. Bd readings of 127, 414,335 yielded data points in the c/d zone of the grid, outside of acceptable limits.